Manufacturer narrative:
Covidien ref #(B)(4).

Event description:
Customer service engineer reported that an 840 ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) to breath delivery (bd) cable. The unit passed extended self-testing.